Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent strut on proximal row 1 was lifted. The undamaged distal section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage at the distal edges of the tip. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink 699mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-mar-2017. It was reported that crossing difficulties were encountered. The 90% in-stent restenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After a guide wire crossed the lesion, pre-dilation was performed using a 2.0x15mm non-bsc balloon catheter. A 3.00x24mm synergy¿ drug-eluting stent was then advanced but failed to cross. Four attempts was made for the device to cross the lesion but was unsuccessful. The device was removed from patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.